Event description:
It was reported that during an unknown procedure, the cartridge could not be loaded properly. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.

Manufacturer narrative:
(B)(4). Date sent: 9/18/2023. D4: batch #436c23. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the ntlc75 device was received with no apparent damage and with a reload loaded in the device. The reload had the proximal 1 driver up and the remaining drivers down with staples present and a swing tab in the locked position. Further investigation shows that reload presents an unusual scratch in the pan at the proximal end area. The pan was disassembled in order to verify the condition of the knife subassembly and no anomalies were noted. The pan was reassembled, and the reload swing tab was reset in order to fire the cartridge. The device was tested with the returned reload and fired without any difficulties. The staple line was complete, and the staples meet the staple form release criteria. Due to the condition of the reload pan, the reported complaint was confirmed by an external cause as improper handling. It should be noted that the reload is designed to lockout, as a safety feature, if any staples have been fired from the cartridge reload. In addition, failure to complete the stroke may result in an incomplete staple line. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 436c23, and no non-conformances were identified.